Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection cannot be confirmed via laboratory testing. (B)(4).

Event description:
Device 6 of 7. Reference MFR. Report: 3006705815-2016-00075; reference MFR. Report: 1627487-2016-00975; reference MFR. Report: 1627487-2016-00976; reference MFR. Report: 1627487-2016-00977; reference MFR. Report: 1627487-2016-00978; reference MFR. Report: 1627487-2016-00980. The patient received a peripheral (off-label) system which includes two extensions (device 6) and four anchors (device 7) with the same lot number. It was reported the patient underwent an explant of her entire scs system due to infection. Per the patient, the explant occurred during a fusion procedure.